Event description:
It was reported the patient had a loss of pain relief and less pain control, as well as a lead fracture. The patient¿s device was interrogated and reprogrammed, and the interrogation found the device had multiple fractions on lead 1. Any programs on lead 0-7 were eliminated and changed program to lead 8-15 and changed pulse width to 450. There was no revision surgery planned and the stimulator was off. The pain was being controlled with medication. It was noted that the outcome was unresolved with no further actions planned.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that action taken as a result of the event included electrical abandonment/therapy suspended.